Event description:
The report received from the field indicated that the physician pulled back the wire and the tip of the wire was unraveled. The intended procedure was stenting of a lesion in the left anterior descending (lad). After the lesion was stented, the physician was removing the regatta guidewire; however, when the physician pulled back the wire, the tip was unraveled. The problem occurred at the end of the procedure, when the physician removed the wire from the "touhy". There were no difficulties encountered and the physician withdrew the wire normally and successfully. There was no patient injury reported. Further information indicated there were no problems advancing or wiring the lesion; there was no resistance encountered and the wire's torque response was adequate during the procedure.

Manufacturer narrative:
The product has been returned for evaluation; however, as of to date the evaluation has not been completed. Additional information will be submitted within 30 days upon receipt.